Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The customer was sent a replacement device. Physio further evaluated the customer's device and found that the red capacitor wire had become unseated, causing the message 'no defibrillation energy delivered' to appear. The gap in the wire connector was measured and found to be outside the allowed tolerance. The root cause was determined to be an out of specialization capacitor connector.

Event description:
The customer contacted physio-control to report that their device failed to pass the self-test. During further evaluation, physio found that the device was unable to deliver energy and gave the message "shock not delivered". In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.